Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 407652 implantable pacing lead implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock. At the time of the shock, the patient was not feeling well and complained of vomiting. The patient's rhythm was sustained tachycardia with far field r-wave (ffrw) oversensing which became intermittent. Initially, the implantable cardioverter defibrillator (ICD) withheld therapy accordingly, however, when the ffrw oversensing from the right atrial (ra) lead became intermittent, therapy was subsequently delivered. The atrial sensitivity was increased and the ra lead remains in use. No further patient complications have been reported as a result of this event.